Manufacturer narrative:
Section d4 "serial number and unique identifier (UDI)" has been modified with the correct information.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led infection and resulted in necrosis of the tooth.

Event description:
The customer reported that tooth #18 was infected and resulted in necrosis of the tooth. The customer required evaluation from an dentist but no medical intervention has been performed as of yet. As a result, aligner treatment was discontinued.